Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) has displayed an elective replacement indicator (eri) and was thus explanted. There was expressed concern regarding the battery longevity.